Event description:
It was reported that; routine follow up CT, and when viewing the images realized bilaterally the rod broke.

Event description:
It was reported that; routine follow up CT, and when viewing the images realized bilaterally the rod broke.